Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking due to the product not being fully sealed on one side near the valves on one corner. This event was discovered after the bag was filled with unspecified medication and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5080704. The lot was manufactured between april 19, 2018 - april 20, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.